Event description:
While trying to remove the skin staples, the tip of the staple remover kept breaking off. Three broke in a row, the fourth one worked. All three were the same lot number. No injury resulted.